Event description:
It was reported that 1 device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument jaw broke and fell into the pt abdominal cavity. The case was converted to an open procedure to retrieve the broken jaw.